Event description:
It was reported that, "when removing adm impactor from acetabulum the impactor was broken."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.